Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study about the non-recurrent prolapse rate after vaginal hysterectomy colpoperineorrhaphy and sacrospinous ligament fixation (sslf) with or without anterior colporrhaphy, with or without posterior colpoperineorrhaphy was done from january 1, 2012 to december 31, 2021 for 71 cases. An auto-suture device was used, loaded with braided polyester suture, and with the jaws closed, was then placed into the pararectal space and guided along two fingers straddling the sacrospinous ligament. The sacrospinous ligament was then grasped and the needle passed through the ligaments. The jaws were then closed and needle retrieved. Two sutures were placed and tied with the vaginal stumps. The sacrospinous ligatures were tied after the epithelium of the posterior vagina incision closed to the halfway point of the introitus after the posterior colpoperineorrhaphy was done. Post-operative complications included: 20 cases of recurrent prolapse at 12 months, one case of surgical site infection, one case of nerve entrapment (right buttock pain) which was treated by stitches removal, one case of sacrospinous ligament fixation stitches exposure in vagina at 6 months treated by removal of protruded suture. Suvit bunyavejchevin; athiwat songsiriphan; purim ruanphoo; keerati chiengthong, "surgical outcomes of sacrospinous ligament fixation at the time of vaginalhysterectomy for vaginal vault prolapse prevention: 10 years review" the journal of obstetrics and gynaecology research, volume 49, issue 7, 2023, https://obgyn.onlinelibrary.wiley.com/doi/10.1111/jog.15670, pages 1867-1874.